Manufacturer narrative:
The subject maj-1500 has not been returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During reprocessing for the unspecified endoscope with oer-4 and maj-1500, the user found the tube of maj-1500 was broken. Fluid was jetting from the broken part of the tube. The user reported that they did not know when the tube broke. The user is scheduling to culture test 11 endoscopes. There was no patient injury report related to the event.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2019-02803. The subject maj-1500 was returned to olympus medical systems corp. (Omsc) for evaluation. A test conducted by olympus found that the broken device doesn't feed sufficient amount of disinfectant solution into an endoscope. Therefore, the user facility's scopes may have not been reprocessed sufficiently. The user cultured their 12 endoscopes. All results were negative. The user also conducted a blood test on one patient, but the test result has not been provided to olympus yet. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2019-02803. Based on the similar case, the tube likely broke due to degradation during long years use. The instruction manual of maj-1500 provides warnings and how to inspect the device prior to use as follows. There were no further details provided. If significant additional information is received, this report will be supplemented. Warning over time, the connecting tube will deteriorate because it is subject to wear with each use. If any of the following are found with the connecting tube, do not use it and replace it with a new one. Connecting a defective tube could prevent the effectiveness of the cleaning and high-level disinfection process. Inspection visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities.